Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5423 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refx5423) have been reported from the same facility.

Event description:
It was reported "the clinicians stated that they cannot feed the wire through the port upon insertion due to fraying of the wire itself." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to advance the guidewire through the catheter is confirmed and appears to be manufacturing related. One 20 cm trialysis catheter and one guidewire were returned for evaluation. Blood residue and evidence of use was noted on the catheter. The returned guidewire was inserted from the distal end of the power injectable lumen of the catheter. Resistance was noted 1 cm from the distal end of the catheter. The catheter was cut at the region resistance was experience in order to measure the lumen dimensional properties. The lumen size was found to be below manufacturing specification which is a likely factor to the difficult guidewire advancement; therefore, the complaint is confirmed. Bd is working closely with the supplier/manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the clinicians stated that they cannot feed the wire through the port upon insertion due to fraying of the wire itself." It was reported this occurred with two devices. This report addresses the first device.